Event description:
On (B)(6) 2022, fresenius became aware this 54-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2022. Subsequent attempts to obtain additional information (e.g., medication records, culture records, treatment data, hospital records) regarding the reported serious adverse event of peritonitis, have thus far been unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the serious adverse event(s) of peritonitis. The etiology of the peritonitis is unknown; therefore, causality cannot be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, individuals undergoing pd for rrt (manual or cycler based) have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction, caused or contributed to the serious adverse events experienced by the patient.

Event description:
On 5/aug/2022, fresenius became aware this 54-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2022. Subsequent attempts to obtain additional information (e.g., medication records, culture records, treatment data, hospital records) regarding the reported serious adverse event of peritonitis, have thus far been unsuccessful.